Event description:
Reportedly, this valve explanted after a 6 months implant duration due to endocarditis. Source of endocarditis was unknown. Review of the manufacturing and sterility records revealed no inconsistencies.